Event description:
The dental implant fx7010swc was removed on (B)(6) 2017 due to failure of osseointegration 2 months and 2 weeks after implantation. The doctor indicated that local infection caused the implant removal. The patient has no significant medical history and has recovered without complications.